Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer's blood glucose value was 19 mmol/l. Customer reported that the pump clip had broken and the pump fell and the infusion set and reservoir came off. Customer stated that the key pad was sticky and a bit of pressure had to be applied to navigate the pump menu and mentioned that on one occasion they mistakenly double dosed herself due to the keypad being sticky. Customer stated that numbers are ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button. A bit of pressure has to be put to navigate the menu. Customer stated menu button and the down arrow key was unresponsive. Customer stated pressing menu button takes them to the menu screen. Customer stated using the up arrow allows them to navigate screens. Customer stated using the down arrow does not allow them to navigate screens. Customer stated device was exposed to moisture. Customer stated block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated bolus menu was available and they are not seeing 0.0 when attempting to program a basal. Customer stated the button was not unresponsive during an easy bolus attempt. The device will not be returned for analysis.

Manufacturer narrative:
The device passed all functional tests including displacement, and self tests. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly.